Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition without asystole, and one inappropriate shock with no therapy exhaustion. A surgical revision was performed and a conductor fracture was identified at the clavicle/first rib via fluoroscopy. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.